Event description:
I. M. Nail was found to be bent/broken at time of follow up. Surgery was required to replace the nail. The surgeon reports that this was due to the non-union in the bone. No indication of product defect.